Manufacturer narrative:
Qn# (B)(4). The customer returned the lidstock, spring-wire guide assembly, catheter, and dilator from a cv-15703 kit. The inner core wire and outer coil wire of the spring-wire guide were found separated from each other. The outer coil wire had started to uncoil and fractured off below the distal weld. The proximal weld had fractured off the inner core wire, causing the components to become separated. The inner core wire was also found to be kinked in several places. No issues were found with the catheter and dilator. The length of the inner core wire of the spring-wire guide was measured and found to be within specification. Based on this and that both of the welds could be located it is assumed that all pieces of the spring-wire guide were returned. The outer coil wire uncoiled and fractured 6 cm from the distal end. The inner diameter (ID) of the dilator tip and the ID of the catheter tip were measured and found to be within specification. An inventory spring-wire guide was passed through the catheter and dilator. No issues were observed. A manual tug test was performed on the distal weld and it was found to be intact. A device history record (DHR) review was performed and no relevant findings were identified. (Con't). The instructions-for-use (IFU) that are packaged with this product suggest that if resistance is encountered while removing the spring-wire guide from the catheter the catheter should be withdrawn 2-3cm relative to the spring-wire guide. If resistance is again encountered the spring-wire guide and catheter should be removed simultaneously. The IFU warns that applying undue force to the spring-wire guide when resistance is encountered during removal could result in spring-wire guide breakage. The customer reported issue of resistance between the spring-wire guide and catheter leading to spring-wire guide separation was confirmed during the sample investigation. The proximal weld had fractured off of the inner core wire and the outer coil wire had fractured near the distal weld, causing the spring wire guide to separate. A DHR review was performed and no relevant findings were identified. Based on the information provided and the condition of the returned sample the probable cause is operational context.

Event description:
The customer alleges that when the guide wire was removed; it frayed and removal was difficult. Patient taken to hemodynamia and was diagnosed with subclavian thrombosis indicating that the specialist was the cause of the guidewire damage and passage of the cvc was not easy. A new set was used without complications.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that when the guide wire was removed; it frayed and removal was difficult. Patient taken to hemodynamia and was diagnosed with subclavian thrombosis indicating that the specialist was the cause of the guidewire damage and passage of the cvc was not easy. A new set was used without complications.